Event description:
It was reported that during a follow-up visit the high voltage lead impedance measurement was low. A second check was completed on (B)(6) 2010, but the high voltage lead impedance was not available. The active patient notifier alert showed possible output circuit damage. The lead was explanted and replaced. X-ray showed insulation damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.